Event description:
The customer reported that the system keeps freezing up. It was rebooted multiple times and keeps freezing. There was corrupted software. The system would stop booting.

Manufacturer narrative:
The ge service rep checked the flash nodes, reloaded the software and reloaded the config files. He rebooted several times. He also restrapped the transformer so the voltage output is 120.2. He rebooted system several times. The system operates as intended.